Event description:
It was reported that: (B)(6) 2023, the ars was found to be leaking during use on the patient. Additional information has been requested from the account.

Manufacturer narrative:
(B)(6). The customer returned one opened cvc set with multiple components, including one arrow raulerson syringe (ars) for evaluation. Initial visual examination of the ars did not reveal any anomalies or defects. After performing functional testing the ars was opened to further inspect the valves. A hole was observed on the center of the proximal valve. Similarly, a circular dent was observed on the center of the distal valve. The returned sample was functionally tested using the returned introducer needle in accordance with the instructions for use provided with this kit. The IFU states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The ars was able to properly draw and aspirate water with or without the introducer needle. The module requirement document for raulerson syringes (amrq-000113 rev 3) was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringe in order to verify that the internal valves within the plunger body were intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and did not snap back into a position = 1cc from the starting position. Therefore, the internal valves of the ars were not functioning as intended. A device history record review was performed, and no relevant findings were identified. The customer report of an ars leak was confirmed through complaint investigation of the returned sample. A hole was observed in the proximal valve of the ars. Based on these circumstances, the probable root cause is manufacturing related. A CAPA was opened to address this issue. The relevant lots for this complaint were manufactured (may 2022) prior to the CAPA implementation (july 2022). Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: (B)(6) 2023, the ars was found to be leaking during use on the patient. Additional information has been requested from the account.